Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced infection, urinary problems and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with enterocele repair, posterior colporrhaphy, utero-sacral ligaments colpopexy, perineoplasty, anal sphincteroplasty and cystoscopy due to recurrent vaginal prolapse, enterocele, recurrent rectocele, recurrent perineal and defect/perineocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.